Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached end of service (eos) and alerted for charge circuit timeout. The device was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.